Event description:
The customer called for assistance with programming their insulin pump and during the phone call they stated that they were hospitalized for dangerously low sodium, low electrolytes, and low thyroid in their bloodstream which, in turn, had caused glucose to rise in their bloodstream. The customer's blood glucose at the time of the phone call was 386 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.